Event description:
User received intermittent discrepant tsh results for three pt samples, starting in 2008, samples initially gave tsh results of 0.07 uiu/ml, which repeated normal. Only one specific example was provided. Initial tsh gave 0.07uiu/ml; repeat gave 2.5 uiu/ml. Erroneous results were not reported. The field service representative determined the cause of the discrepancy to be due to sipper probe out of alignment, and performed a probe adjustment. Performance tests were performed and within specification.